Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune revision broach handles will not hold on to the tibial or femoral broach when back-slapping against the handle! We tried both handles on both bones. Broach and handle tip were pristinely clean. We were able to replicate on the back table multiple times. Either the locking arm on the handle is too short or the locking mechanism within the handle is too weak. This delay caused over 10 minutes of delay in the operating room. The surgeon is expecting a written response and phone correspondence with the knee marketing or knee engineering team. There was absolutely deficiency in this instrument today. Surgical delay: 10 minutes.